Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that due to damage in the charged-coupled device (ccd) unit, the image was not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope displayed a blackout image. The event occurred during inspection for use. There were no reports of patient involvement.